Manufacturer narrative:
Corrected information - b1, d1, g4, and h1. Manufacturing site evaluation: no product received to date. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a prosa® (part # fv770t) was implanted during a procedure performed in 2015. According to the complainant, the prosa valve was not able to be adjusted. The patient underwent a revision procedure in (B)(6) 2024; however, the exact date was not provided. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a prosa shuntsystem (article unknown) was implanted during a procedure performed in 2015. According to the complainant, the prosa was not possible to adjust. The valve is still implanted at the time of report. Patient to be seen again in clinic on 6/3/24 no harm to patients reported.

Manufacturer narrative:
No analysis possible at the time of the report due to a lack of information on the product. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.